Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that after connecting the catheter connector, at the end of the procedure, an injection test was performed. At that time, leakage was observed from the catheter tube, and it was determined that the catheter could not be used and needed to be replaced. There was no reported patient involvement.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4fr sl groshong catheter. Functional testing of the catheter found that a leak was present at the distal end of the two-piece connector. Microscopic inspection of the leaking area found that a diagonally aligned tear was present at the 41cm depth marker. The fracture edges were jagged and the fracture surface was granular, suggesting the possibility of a burst event in conjunction with a region of a stress riser within the catheter tubing. The ultimately cause and sequence of that/those event(s) was ultimately unknown. Insufficient evidence was found to conclusively determine the root cause. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that after connecting the catheter connector, at the end of the procedure, an injection test was performed. At that time, leakage was observed from the catheter tube, and it was determined that the catheter could not be used and needed to be replaced. There was no reported patient involvement.